Event description:
User facility reported that the listed device became disassembled during use. There were no adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.